Event description:
Customer reports 2 patients who removed a "splinter" from the incision site. This report is for patient 1 of 2. On (B) (6) 2009, patient was incised as part of testing for inr result. On (B) (6) 2009, patient complained of soreness in incision site. On (B) (6) 2009, patient reported to customer a "splinter" had been removed from the incision site. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). Incision lot number provided is not a lot number utilized on any international technidyne corporation products. Unable to investigate retains due to inaccurate lot number provided. Manufacturer's method, results, conclusion - manufacturer evaluation / investigation unable to be performed.